Event description:
The reporter stated that air was injected into the pt's coronary artery during a cath lab procedure. On the third injection of contrast, approximately 1.5cc of air was injected. There was no pt injury or treatment associated with this event.